Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that daughter had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 568 mg/dl. Customer's mother is not sure how long patient has not been receiving insulin. Customer's mother declined to troubleshoot for high blood glucose. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 210 mg/dl. Customer passed displacement test and manual prime were successful and motor error did no recur. Customer advised to monitor pump. Customer also received battery out limit during normal use and advised that this may indicate a loose battery cap. Customer was advised we send replacement battery cap.